Manufacturer narrative:
(B)(4). The patients exact weight is unknown and estimated as (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of dissection and thrombosis are known, observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified guidewire advanced to the 1st branch of the marginal coronary artery. Pre-dilatation was performed. A 2.25x18mm xience xpedition stent delivery system (sds) failed to cross the tortuous circumflex coronary artery. A new guide wire and guideliner were advanced. The same 2.25x18mm xience xpedition re-advanced to the 1st marginal coronary artery branch lesion and the stent deployed. Following, a dissection and thrombosis were noted in the 1st branch of the marginal coronary artery. While using a guideliner, another 2.25x18mm xience xpedition sds advanced to the occluded proximal marginal contrary artery lesion; however, it was unable to cross due to anatomy and the stent had deformed. The device was removed without reported issue and a non-abbott device was successfully implanted. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was obtained: prior to the index procedure, the patient presented with stable angina and a positive stress test. The marginal coronary artery had moderate calcification. After implantation of the 2.25x18mm xience xpedition stent in the 1st marginal coronary artery, a thrombosis occurred, confirmed via angiography. The patients condition is stable with no additional sequela.